Event description:
Pt reported obtaining back-to-back blood glucose results of 123 mg/dl, 325 mg/dl, 285 mg/dl, and 337 mg/dl on the advantage system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. The discrepant results were obtained in pt's home. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.